Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, it was determined that the blockage was caused by the cartridge. The customer changed supplies as necessary and resumed insulin therapy.